Manufacturer narrative:
(B)(4). Device availability- additional, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was not able to charge and boot and functional testing could not be performed as it was stuck in perpetual reboot. The device was opened, the pcba board was removed and the data log was downloaded. There was no device data available for evaluation. The reported allegation of initialization without a manual restart was not found. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/14/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.